Event description:
A family member reported that the patient experienced blood glucose (bg) of 22 mmol/l with vomiting. She stated that the patient's bg had elevated to 20 mmol/l, was not responding to corrections via the pump, and continued to elevate. Customer support (cs) reviewed the pump with the family member and found that all settings were correct and histories matched. The family member denied any site/set/cartridge issues. She stated that the site was in the patient's arm, and the cannula was not bent. The family member was reportedly able to prime the pump successfully while on the phone with cs. There were no mechanical issues found with the pump. The family member stated that the patient had eaten a grilled cheese sandwich cooked in lard, which may have delayed the patient's responsiveness to the correction boluses. The patient's bg at the end of the call with cs was reportedly 18 mmol/l. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.